Event description:
It was reported to a physio-control service agent that the customer's device did not power up. There was no patient use associated with the reported event.

Manufacturer narrative:
The third party service agent returned the removed power supply assembly to physio-control for further evaluation. It was observed that an inductor, designator l10, was broken off from the power pcb assembly, within the power supply assembly, which caused the device not to power on with ac and dc power.

Manufacturer narrative:
(B)(4): a third-party service agent evaluated the device and verified the reported failure. The third-party service agent replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.